Event description:
A customer reported a skin reaction at the site of the freestyle libre 3 sensor, with symptom described as allergic reaction. The customer had contact with a healthcare professional who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre 3 sensor, with symptoms described as an allergic reaction. The customer had contact with a healthcare professional who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. Shelf-life studies and product monitoring & dose audits were performed during product development and on-market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.